Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. No delivery alarm functioned properly. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2105 with a high blood glucose level of 480 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer noticed their blood glucose rising on (B)(6) 2015. The customer did not change their reservoir. The customer did report a motor error alarm that was displayed in the alarm history. The customer sent the product back for analysis.